Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments on this day. A review of the technical service on-site history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in the procedure manual. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A center director reported a patient with rainbow glare of the left eye eight days following lasik treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4)